Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels ranging between 428-500mg/dl. An infusion set site change was performed and a correction bolus was delivered to address the bg levels. During troubleshooting, tandem technical support (cts) found that the customer had received an occlusion alarm earlier in the day. The customer performed an infusion set site change to address the occlusion alarm. Additionally, the customer observed an air bubble in the cartridge pigtail. The customer performed a cartridge change to resolve the air bubble issue. Insulin deliveries were resumed after the supply change.